Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that insulin pump was exposed to moisture. Customer reported that they received picture of x and question mark on insulin pump screen. Customer stated that insulin pump had small crack on back. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.